Event description:
It was reported that the maxzero needleless connector had slow flow during a rehydration process that eventually stopped, and the heparin cap was replaced as a result. The following information was provided by the initial reporter, translated from chinese to english: "during the intravenous rehydration operation, the patient had an infusion tube, so it was connected with a transparent needle-free connector. Later, it was found that the dripping speed was slow, and the liquid did not drip after a while. The heparin cap connector was replaced in time, and the rehydration was unblocked. The patient has no objection".

Manufacturer narrative:
H.6. Investigation: a mz1000 china sample was not available for investigation of this feedback; however the customer indicates that during infusion at slow flow rate was observed which resulted in complete occlusion. Further information provided by the customer indicates that in some instances the flow rate can be increased by loosening the connection of the maxzero to the connecting product. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. Previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the maxzero needleless connector had slow flow during a rehydration process that eventually stopped, and the heparin cap was replaced as a result. The following information was provided by the initial reporter, translated from (B)(6) to english: "during the intravenous rehydration operation, the patient had an infusion tube, so it was connected with a transparent needle-free connector. Later, it was found that the dripping speed was slow, and the liquid did not drip after a while. The heparin cap connector was replaced in time, and the rehydration was unblocked. The patient has no objection".